Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer's blood glucose level was 417 mg/dl at the time of the incident which was going down to 37 mg/dl. The customer declined troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.